Event description:
(B)(4). According to the information received, a box of catheters with reference (B)(4) are labeled 10 fr. However, the external label with the same reference (B)(4) states 14 fr instead of 10 fr.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.

Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2011. According to the information received, a box of catheters with reference (B)(4) are labeled 10 fr. However, the external label with the same reference ((B)(4)) states 14 fr instead of 10 fr.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted. Follow up #1: samples arrived. On the received samples we can see labelling is correct. The investigation has shown that the extra label indicating an incorrect size is originated from the repacking in the (B)(4) subsidiary. The products were earlier packed as one retail box of 30 catheters in production. In the (B)(4)subsidiary two retail boxes were packed together in foil and additional labels were printed and attached to the foil in (B)(4). The repackaging has stopped in (B)(4), so this problem will not appear in the future.